Event description:
The customer reported that the device has a broken ECG connector. He device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.